Event description:
It was reported that the screen is always black and there is no picture on it. 99% of the display is not working. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on february 10, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the error description provided by the customer ("the monitor goes black") was confirmed. Overall, the following defect was found: mains connection socket defective. As already mentioned, the device met the test specifications at the time of delivery. Based on the defects identified during the technical review, it is therefore concluded that the most likely cause of the error described is improper use by the user or during reprocessing. The product must be inspected for functionality and damage before and after each use, according to the instructions for use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section h6 for the conclusion code that was accidently omitted in the second supplemental report. The event is filed under internal karl storz complaint ID: (B)(4).